Event description:
A report was received that the patient was experiencing difficulty charging the ipg. Troubleshooting was attempted but was unsuccessful. The patient underwent an ipg replacement and was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficultly charging was confirmed. Sleep current was out of the expected range. Depletion rate was higher than expected. It was determined this higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. Troubleshooting was attempted but was unsuccessful. The patient underwent an ipg replacement and was reportedly doing well following the procedure.